Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components: product ID 3889-33 lot# va08wu3 serial# implanted: 2013 (B)(6)explanted: product type lead product ID 3889-33 lot# va062d8 serial# implanted: 2013 (B)(6)explanted: 2013 (B)(6) product type lead product ID 3058 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: product type implantable neurostimulator. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patients device (lead) eroding through the skin and the device had not been working for the patient. Multiple reprogrammings had been performed. The patient was scheduled to have entire device removed on (B)(6). The patient status at the time of the report was alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.